Manufacturer narrative:
Evaluation determined: it appears that excessive force may have been applied to the abutment hex causing it to deform. 2 of the 3 malfunction events did not have product returned for investigation. Therefore, no conclusion may be drawn to attribute to the reported fractured device. 1 of the 3 malfunction events are under evaluation and no conclusion has been drawn. For any reported known and verified lot number, a review of the device history record took place. No nonconformance was noted. Therefore, the device was manufactured to specifications.

Event description:
This report is a summary of three (3) malfunction events. A review of the event(s) involved a device experiencing a broken hex or abutment. No adverse event patient information was reported. No information regarding patient demographics have been provided.